Event description:
Crd_985 - arb pmcf, patient site ID: (B)(4). It was reported that on (B)(6) 2022, prior to procedure, a patient had decompensation cordis. Then, a 30mm rigid saddle ring was implanted into the patient. Prior to discharge, but after the procedure, the patient experienced ischemia. 4cc of milrionon per hour was administered to treat the patient. The patient is reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of ischemia post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from the field indicated that decompensation cordis before procedure and that the patient received milrinon 4cc per hour to support the cardiovascular system. There was no allegation made against the device. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been related to the patient's medical condition and history.